Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-03417, 3005099803-2011-03418, 3005099803-2011-03419, 3005099803-2011-03420 and 3005099803-2011-03421. It was reported to boston scientific corporation that five resolution hemostasis clipping devices were used to treat a post-polypectomy bleed in the colon during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, the first resolution clip deployed and attached to tissue; however, it was difficult to release from the delivery system. The physician had to manipulate and "jiggle" the device in order to detach the clip from the delivery system. The physician attempted to use four additional clips during this procedure; however, the same issue occurred and all four clips were difficult to release from the delivery system. The physician had to "jiggle" the devices in order to detach the clips from the delivery system. All five clips remained attached to the tissue and the procedure was completed with these devices. Reportedly, the scope was not in a retroflex position. Additionally, there was a five minute delay in the procedure as a result of this event. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. Reported event of clip difficult to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.